Event description:
On a scheduled follow-up, one episode of ventricular burst was verified that actually is noise on the ventricular or atrial lead. During the follow-up, it was asked to the patient to perform some maneuvers to exclude or confirm myopotentials, but the noise was not reproduced. We want to know the possible source of the noise.

Event description:
On a scheduled follow-up, one episode of ventricular burst was verified that actually is noise on the ventricular or atrial lead. During the follow-up, it was asked to the patient to perform some maneuvers to exclude or confirm myopotentials, but the noise was not reproduced. We want to know the possible source of the noise.